Event description:
Patient stated that a portion of the strip lot number has smeared off of the strip vial label. Patient's blood glucose was not affected and no treatment was received. Technicial support requested the return of the suspect product and replacement product was shipped.